Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that since resistance was met during attempts to remove the device, force was applied and the bdc separated. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU warning section) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the violation of the IFU contributed to the reported separation as the device separated after force was applied. The investigation determined the reported difficulty removing the device appears to be related to operational context; however, the reported separation appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Medical device problem code 2017 - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (plad) artery with heavy calcification and mild tortuosity. Two stents were implanted and the 4.0x15mm nc trek balloon dilatation catheter (bdc) was advanced without resistance for post dilatation. However, there was resistance with the implanted stent upon removal and force was applied. The shaft separated at the hub and the whole system was simply withdrawn. Nothing was left in the patient. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.